Manufacturer narrative:
(B)(4). No product return is expected, and no malfunction of the device is believed to have occurred. The root cause of the customer's experience was not identified.

Event description:
The customer reported a programming error. Nurse intended to administer pantoprazole (protonix) ivpb, but unintentionally gave insulin 100u ivpb instead. Some medical intervention was administered, however, specifics are not currently known. The patient was eventually discharged home. Although requested, no further patient or event information was provided.